Event description:
It was reported, "two cases of 7655 in vitro disconnection, located in the metal handle of the connector, one case was placed for 10 days, and the other case was placed for 22 days, and it was completely broken, and there was no connection in the middle." It was reported this occurred with two devices. This report addresses the first device that was in place for 10 days.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed, but the root cause could not be determined. One photograph of a groshong catheter and its two-piece connector was returned for evaluation. An initial visual observation of the photograph showed a break in the catheter towards the proximal end of the catheter. The two-piece connector appeared to be assembled in the returned photo. A small piece of the groshong catheter could be seen coming out of the distal connector piece. The two-piece connector showed a needleless injection cap attached to the luer and what appeared to be tape or dressing on top of the two-piece connector. The distal end of the groshong catheter appeared to be intact as the black segment of the distal end of the catheter could be seen in the photo. There were no distinguishing features in the photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "two cases of 7655 in vitro disconnection, located in the metal handle of the connector, one case was placed for 10 days, and the other case was placed for 22 days, and it was completely broken, and there was no connection in the middle." It was reported this occurred with two devices. This report addresses the first device that was in place for 10 days. Additional information provided: it was reported by the customer the two events occurred one day apart and it was at the time of maintenance. The catheters in vivo were not displaced. Extubate and continue treatment with other infusion tools.